Manufacturer narrative:
The patient did not have pain symptom relief following removal of one of the si joint implants in (B)(6) 2016 (MDR 3007700286-2016-00097) so the surgeon decided to remove the remaining two implants. In (B)(6) 2017, the final two implants were removed. The status of the patient following the revision procedure is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient developed si joint dysfunction sometime after a previous lumbar fusion. In (B)(6) 2016, the surgeon performed a left side si joint arthrodesis on the patient placing three implants. The patient's si joint pain symptoms resolved following the si joint arthrodesis. The patient later developed an adjacent segment problem at l5-s1 which required fusing. After the l5-s1 fusion, the patient complained of recurrent pain (non-radicular) in the left si joint. The surgeon determined that the most cranial implant and the s1 pedicle screw were touching. There was no report of malposition of either the implant or the s1 pedicle screw. There was no report of lucency around the cranial implant. In (B)(6) 2016, the surgeon removed the most cranial implant. No new implant was placed in the explant hole and no other preexisting implants were adjusted or removed. Per medical evaluation of the case based on the information provided, it is unlikely that the contact between the pedicle screw and the implant was the cause of the pain complaints. The status of the patient following the revision surgery is not yet known.